Event description:
Reporter stated that patient received the following results on 2 different meters within 4 minutes: 22.4 mmol/l (inform ii system 1) and 7.6 mmol/l (inform ii system 2). The same strip lot was used on both systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for inform ii system 2. Reference medwatch with patient identifier (B)(6) for inform ii system 1.